Event description:
During routine testing, the user found that the defibrillator would not charge. There was no pt involved. Inspection of the device disclosed that the main capacitor bank (c1-c8) on assembly 590219 was leaking electrolyte. The leak was not traced to a specific capacitor. Although it is not common, it is also not totally unexpected that 10 year old electrolytic capacitors may leak. The event is not occurring more frequently or with greater severity than is usual for the device.